Event description:
Iritis[iritis]. Case description: spontaneous device report / loc. Ref. N ca20030990, argus n. 2003147300ca. Cross reference with cases n. 2003147303ca, 2003147296ca and 2003147293ca. A physician reported that a patient had undergone a ceeon (mod.913) implantation in 2003. The patient, who suffered from ocular hypertension, experienced iritis 19 days later. The patient was treated with prednisolone acetate. At the time of this report the outcome of the event was unknown. The seriousness criteria is intervention required. Submission of a report does not constitute an admissiion that the medical personnel, user facility, distributor manufacturer or product caused or contributed to the event.